Manufacturer narrative:
Results: the separator shows a break in the core wire at the distal end of the separator bulb structure. The platinum coil surrounding the core wire is also broken. The damage noted in the complaint is confirmed. The granular appearance of the break surface is typical of a fatigue fracture. Conclusion: the cause of the fatigue in this location of the separator could not be determined from the information provided in the complaint. Material fatigue can be caused during separator manipulation and de-bulking of hard clot. The separator tip may bend multiple times against the clot, eventually leading to material fatigue and breakage of the wire. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality or design concerns.

Event description:
The separator tip broke during use just distal of the separator bulb. The separator was removed from the patient however the distal tip remained in the vessel.